Event description:
It was reported that the pump was replaced on (B)(6) 2012 due to normal battery depletion and the pump was discarded. It was reported that the pump battery life was normal but the end of service (eos) occurred in may and the pump died in may. The managing physician had realized that the week of the report and had the pump replaced. The patient symptoms were reported as less than 50% therapy relief. The patient outcome was reported as no injury or adverse event. The device system was used to deliver baclofen. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).